Event description:
The consumer reported that there was a return of symptoms and the patient was in a motor vehicle accident in (B)(6) 2013. The manufacturer representative adjusted stimulation twice between 2013 and 2014, and the therapy was still not doing its job since (B)(6) 2013. It was noted that the patient was still taking oral pain medication. The patient stated that she was seeing a pain management healthcare professional and an orthopedic surgeon; they were working to resolve the patient's pain. The reported symptoms were considered a gradual change in therapy/symptoms. It was noted that the patient inquired about radiofrequency neurotomy, and ablation compatibility was reviewed. Additional information received from the consumer on 10-aug-2016 reported that the patient's pain was not controlled since the motor vehicle accident, but it would be worse without the device. The patient was in pain every day since the motor vehicle accident. It was noted that the patient had called the healthcare professional's office twice last week and she was waiting to get an appointment. It was further reported that the patient would continue to work with the healthcare professional to resolve the device not working. The consumer also reported that she was told that ¿facet¿ injections may help and she may try those for the pain. She also stated that she would probably have to talk to the healthcare professional first; the patient stated she would probably end up making an appointment to talk about that. Also, the patient mentioned that she did not plan on having radiofrequency neurotomy done. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.